Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the scope cover insulation failed electrical testing, switch #1 was scratched, angulation was reduced, the knobs had play, the up/down lock had exposed metal, the right/left movement of the control knob was heavy, the distal end plastic cover had dents, the light guide lens was cracked and had internal black debris, the bending section cover adhesive was cracked, the light guide tube had minor buckles and the scope connector plug unit was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water nozzle on the distal end of the evis exera iii colonovideoscope had defects and was not spraying correctly. The customer noted the cover may be cracked. The issues were found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The air/water flow was weak due to clogging of the nozzle. After removing the clog, the flow was ok. The report is being submitted due to foreign material in the scope found during evaluation.